Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. 1 - patient alert for lead failure predictor on (B)(6) 2011 14:30:09. Sensing - oversensing 15 - ventricular nst<=210 ms average v-cycle between (B)(6) 2010 00:08:32 and (B)(6) 2011 07:20:37.

Event description:
It was reported that the patient's lead integrity alert was triggered. Oversensing was noted due to numerous non-sustained ventricular tachycardia episodes. The pace/sense portion of the lead was capped and a new pace/sense lead implanted. The high voltage coil remains in use. No patient complications were reported as a result of this event.